Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 26 of the patient's mouth. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.